Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a programming session for an implantable heart device, on the programmer display the electrogram (egm) and the electrocardiogram (ECG) were superimposed. It was further reported that most of the time only the egm for the atrial is available, that the window had to be adjusted and "atrial plus ventricular" had to be selected to resolve. It was noted that the user did know how to correct the situation, however it had to be corrected every time. The status of the programmer is currently unknown. No patient complications have been reported as a result of this event.